Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit was intermittently flickering. It was further reported that the account wants to make sure power is getting to the unit.